Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the electrode was severed, damaged silicone overmold was observed at the fantail region near the feedthrough flange, surgical tool marks were observed on the top cover, and delaminated silicone overmold was observed on the bottom cover. These are believed to have occurred during revision surgery. In addition, the bottom cover was dented. The photographic imaging inspection revealed a cut electrode wire at the fantail region near the feedthrough flange. This is believed to have occurred during revision surgery. In addition, disturbed wirebonds were observed on the digital and analog integrated circuit chips. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The open device visual inspection confirmed shorted wirebonds between some digital chip pins. The device passed the mechanical tests performed. The failure of this device is attributed to shorted wirebonds at the digital chip, which prevented the device from achieving lock. A corrective action was implemented. This is the final report.

Event description:
The recipient reportedly experienced loss of lock during initial activation. External equipment was exchanged, however, the issue did not resolve. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The recipient's activation reportedly went well.